Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, scope tip unable to bent in the down direction due to the broken angle wire, flexible tube of the insertion section crushed, coating of the insertion tube has been peeled off due to external factors (1mm2 or more), elongation of curved rubber, scratches found on eyepiece, scratches on operation unit cover, scratches on angle lever, scratches found on up/down plate, scratches are found on the vent metal under the grip and scratches found on the fixed ring. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, on a tracheal intubation fiberscope, for scope tip unable to bent in the down direction due to broken angle wire. Upon inspection and testing of the customer returned device, the coating of the image guide serpentine was found peeling off (1-2 mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. On the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling. It is suggested that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.